Manufacturer narrative:
Per the user guide: change your infusion set every 48¿72 hours. Consult your healthcare provider for more information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 524 mg/dl. The customer had used the infusion set site for approximately 6 days while waiting for additional pump supplies. No further information was provided. Although multiple attempts were made to obtain additional information, the customer did not reply.